Manufacturer narrative:
The inspiration ventilator cart was returned to event medical for evaluation. It was observed that the screw thread on the four castors were short and did not allow the castor to engage completely with the cart frame. A sample of inspiration ventilator carts in stock were reviewed and no anomalies were observed with the length of it screw thread or with the engagement of the castors to the frame. The defective cart assembly has been returned to the cart manufacturer for further evaluation.

Event description:
During the transport of the inspiration ventilator, one of the wheels of the inspiration ventilator cart became loose and the ventilator fell over. The glass of the screen was broken and there was minor mechanical damage to the ventilator housing. There was no patient involvement and no injury to the user.